Manufacturer narrative:
Unit was received with a critical pump error (open book image) alarm. Did not note any evidence of previous moisture or corrosion on the electronic assembly inside the case. Unable to upload/download due to a problem associated with the electronic assembly. Unable to perform the displacement test due to critical pump error (open book image) alarm. Unit received with a few scratches at the top of the case, but that's about it. Did not note any cracks in the reservoir tube lip or on the back of the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had damage on pump case. Customer¿s blood glucose was unknown. Troubleshooting was performed. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.